Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 408 mg/dl. The customer's current blood glucose reading was 319 mg/dl. The customer stated that she received no delivery alarms 4 times since she changed out the infusion set. The customer stated that all infusion sets cannula were bent. The customer had symptoms such as nausea, vomiting, weakness and small ketones. The customer did not want to troubleshoot for high readings.